Event description:
The patient underwent an uneventful angioplasty and stent placement. Angiography taken throughout the procedure revealed no evidence of any of procedural complications. Approximately one to two hours post procedure, the patient developed a headache and was give intra venous analgesic (type and dose were not disclosed). Approximately six hours post procedure the patient declined rapidly and required intubation. A head CT scan revealed a diffuse subarachnoid hemorrhage (sah), intraventricular hemorrhage and hydrocephalus. An external ventricular drain (evd) was placed and a CT scan after the drain was placed revealed an intraparenchymal hemorrhage around the evd and intraventricular extension of the blood. The evd rapidly clotted off and intracranial pressure (icp) increased. The patient's neurological condition continued to decline. The family decided to withdraw care and the patient subsequently died three days post procedure.

Event description:
The patient underwent an uneventful angioplasty and stent placement. Angiography taken throughout the procedure revealed no evidence of any of procedural complications. Approximately one to two hours post procedure, the patient developed a headache and was give intra venous analgesic (type and dose were not disclosed). Approximately six hours post procedure, the patient declined rapidly and required intubation. A head CT scan revealed a diffuse subarachnoid hemorrhage (sah), intraventricular hemorrhage and hydrocephalus. An external ventricular drain (evd) was placed and a CT scan after the drain was placed revealed an intraparenchymal hemorrhage around the evd and intraventricular extension of the blood. The evd rapidly clotted off and intracranial pressure (icp) increased. The patient's neurological condition continued to decline. The family decided to withdraw care and the patient subsequently died three days post procedure.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage and the patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Device codes: 3191 for hydrocephalus, new code requested.additional information received from the facility stated that the patient was fully anti-coagulated prior to the procedure. The patient had been taking coumidan prior to the procedure to treat the pre-existing atrial fibrillation. Two days prior to the procedure the patient was placed on 325mg aspirin and 75mg of plavix daily and was given 5000u of heparin during the procedure. The physician related the event to the device stating there was a probable perforation in distal vertebral/basilar artery but this was not seen on any imaging taken.